Manufacturer narrative:
A field service engineer (fse) was dispatched on 03/30/2011 and replaced the no foam assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that while changing the no foam in the unicel dxc 600 pro synchron chemistry analyzer, one of the fittings broke and the no foam spilled on the hydro and onto the floor.no injury or operator exposure was reported for this event.